Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sodium heparin (nh) blood collection tubes experienced glass breakage during use. The following information was provided by the initial reporter. The customer experienced "glass breakage during centrifugation. Today we experience an issue with a bd vacutainer sodium heparin tube. A total of 4 of the same bd tubes were being centrifuged, 1/4 broke while in use. The centrifuge was properly balanced at time of use." Additional information: customer stated they are spinning at 2000 rcf for 20 minutes. This is the procedure written in the study. It was explained that the maximum speed is 1300 rcf for 10 minutes, and that the excessive speed and time may have caused the tubes to break. Also recommended that their centrifuge be calibrated. There was no exposure, tests or medical interventions that were necessary.

Event description:
It was reported the bd vacutainer® sodium heparin (nh) blood collection tubes experienced glass breakage during use. The following information was provided by the initial reporter. The customer experienced "glass breakage during centrifugation. Today we experience an issue with a bd vacutainer sodium heparin tube. A total of 4 of the same bd tubes were being centrifuged, 1/4 broke while in use. The centrifuge was properly balanced at time of use." Additional information: customer stated they are spinning at 2000 rcf for 20 minutes. This is the procedure written in the study. It was explained that the maximum speed is 1300 rcf for 10 minutes, and that the excessive speed and time may have caused the tubes to break. Also recommended that their centrifuge be calibrated. There was no exposure, tests or medical interventions that were necessary.

Manufacturer narrative:
Investigation summary : bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting to the customer.